Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the user was using sg values as calibrations instead of bg values. Customer care recommended that the user re-link their sensor to clear calibration buffer and any potential calibration misalignment, and they were educated on proper calibration techniques. Further follow up was not possible as the user was unresponsive to multiple communication attempts.

Event description:
On april 30th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.